Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7077842.

Event description:
It was reported that the patient was experiencing high impedances on the spinal cord stimulation (scs) lead. The patient underwent lead replacement procedure and was doing well postoperatively. Explanted devices were not returned per facility policy.